Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). Per (B)(4) rev e vac-pac risk analysis. Hazard 13.3 - delayed/interrupted treatment. Vac-pac doesn't provide complete support cause - inappropriate size of vac-pac used residual risk - low the hazards identified are associated with delayed/interrupted treatment of the patient due to inappropriate size of vac-pac used. The user is instructed to select a vac-pac that is appropriate for the procedure and patient's size. The user is also instructed that an incorrect size of vac pac will decrease patient stability. The benefits associated with the use of the vac-pac device outweigh the residual risk associated with these hazards. No related capas. Install date: sep-18-2023 technical service sent a questionnaire to the customer for completion. The customer reported that they were requesting educational information. Technical service made multiple attempts for the return of the adverse event questionnaire and the defective part. No further follow up action has been recorded or cross referenced in the service call for at least 45 days. A review of the customer's account found no additional related calls. Failure confirmed: no. Investigation result code: neuro sbu/product not returned.

Event description:
Vac pac size 30 - injuries occur at pressure points such as bony prominences.

Manufacturer narrative:
Initial report ref natus complaint#1(B)(4). Requested additional information from the custormer. Further investigation to be carried out.

Event description:
Vac pac size 30 - injuries occur at pressure points such as bony prominences.